Manufacturer narrative:
Pending sample receipt.

Event description:
It was reported that the device would not deflate. There were no anomalies noted during the prep of the device. The target lesion was the left superficial femoral artery. The lesion was moderately calcified and not tortuous with 100% stenosis(cto). The guidewire was advanced to the lesion without difficulty. The device was delivered to the lesion without difficulty and pressurized; however, the balloon did not expand enough even though it was pressurized until nominal pressure. The balloon was inflated partially. The physician judged that the device had a defect and attempted to deflate the balloon. However, the balloon would not deflate. The physician managed to deflate the balloon fully by repeating negative pressure. The device was easily removed from the patient and another device was used to complete the procedure successfully. Reportedly there was no force required when using the device and no kinks were noted. The balloon was inserted into the patient once and inflated once. There was no patient injury reported.